Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time was unknown. Customer stated that they had blood glucose levels of 246 mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip and a cracked case near a display window corner.